Event description:
It was reported PICC was placed (B)(6) 2024 and discontinued (B)(6) 2025 after patient complained of moderate pain during flushing and infusions. Also complained of leaking of fluids at insertion site. When removed, the line was found to have 1 break in the PICC line. This break was vertical and was at/near the 6cm mark. Temporary pain and mild swelling to upper arm in regards to ivf infiltration. No permanent damage discovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the returned device. Inspection of the returned catheter showed a longitudinal split between the 5 cm and 6 cm depth marking. A microscopic observation of the split in the returned catheter revealed the split to have a granular fracture surface with sharp fracture edges. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. It was likely that the observed damage was related to catheter over-pressurization (burst) damage. This can occur due to flushing with a syringe smaller than 10ml, power injecting through the affected lumen (which is not power injection rated), or by forceful flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.